Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('goodbye essure you have been evicted, welcome to the e-free side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (surgery to remove essure implant). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the vitamin d deficiency had resolved. The reporter considered medical device removal and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following ones were added from social media: medical device removal,vitamin d deficiency . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added. Event: vitamin d deficiency were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain was resolving and the vitamin d deficiency had resolved. The reporter considered pelvic pain and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following ones were added from social media: medical device removal,vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : previously added event medical device removal replace to pelvic pain female. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vitamin d deficiency ("vitamin d deficiency"), back pain ("lower back pain") and arthralgia ("hip pain") and was found to have blood thyroid stimulating hormone decreased ("thyroid bottomed out"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain was resolving, the vitamin d deficiency had resolved and the back pain and arthralgia outcome was unknown. The reporter considered arthralgia, back pain, blood thyroid stimulating hormone decreased, pelvic pain and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following ones were added from social media: medical device removal,vitamin d deficiency . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new events lower back pain and hip pain were added. Reporter added. On 23-mar-2020: information received via social media: new event - thyroid bottomed out and reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('goodbye essure you have been evicted, welcome to the e-free side') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure implant). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were added from social media: medical device removal. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.